Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Summary of event: as reported, upon opening the packaging of a hiwire nitinol hydrophilic wire guide, the device had an "obvious defect". The wire guide was not removed from the holder and a new same type device was used to complete the procedure. This event occurred prior to patient contact. There have been no adverse effects reported. Upon return and initial evaluation of the device, the polymer jacket appears to be separated from the wire guide. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the returned complaint device was also conducted. The device was returned to cook in open packaging. The tip of the wire guide was extending from the product protector and was observed to be damaged. It appears the wire guide had been pulled from the product protector and dry residue can be seen on the wire guide near the product protector. 40ml of water was used to release the wire guide from the protector to inspect for any other damage. It was difficult to remove, additional residue was found at the opposite end of the wire guide once it was removed. This device is assembled by an outside supplier. The supplier's investigation of the device found that after wetting the specimen wire with blood-bank saline, the specimen was subjected to visual and tactile examination. The specimen coating appeared visually and tactilely consistent when examined at 1x ¿ 18 inches, unaided, wet. The specimen presented skived/cut damage over the distal at 3.1 cm with concurrent kink/bent damage. Also, the specimen presented scraped/frayed damage at 4.2 cm from the distal tip. Except where noted, the specimen device appeared visually and dimensionally correct. The supplier completed a review of the device history record. The device history records does not present any indication of manufacturing defect or anomaly that could have impacted the event as reported. During manufacturing the production operators are instructed to 100% visually and tactilely inspect for any obvious defect, which includes a tactile examination of the entire length of each wire. In addition, during packaging of this product the operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The history records indicate this product was final inspection tested and was determined to be acceptable. The supplier investigation concluded that the product met specification at the time of shipment. A search of complaint history found no other complaints from the reported lot. The instructions for use (IFU) provides the following information to the user related to the reported failure mode: precautions ¿ manipulation of wire guide requires appropriate imaging control. Use caution not to force or over manipulate the wire guides when gaining access. ¿ when using wire guide through a metal cannula/needle, use caution as damage may occur to outer coating. Instructions for activating hydrophilic coating: the hydrophilic coating on the wire guide is activated by immersion in sterile water or sterile saline solution. 1. Prior to using the wire guide, fill a syringe with sterile water or sterile saline solution and attach it to the flushing port on the wire guide. 2. Inject enough solution to wet the wire guide surface entirely. This will activate the hydrophilic coating. Based upon the available information and results of the investigation, cook has concluded that the cause of the reported failure could not be established. The device presents damage potentially from handling and/or procedural factors, but the customer reported that the wire guide was not removed from the holder. The appropriate personnel have been notified and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon opening the packaging of a hiwire nitinol hydrophilic wire guide, the device had an "obvious defect". The wire guide was not removed from the holder and a new same type device was used to complete the procedure. This event occurred prior to patient contact. There have been no adverse effects reported. Upon return and initial evaluation of the device, the polymer jacket appears to be separated from the wire guide.